Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was reproduced through troubleshooting of the device. A review of the event history log identified 'system error 345' message. The cause was determined to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon power up at the biomed service department. There was no patient involvement. No additional information is available.